Manufacturer narrative:
The insulin pump was received with moisture damage found on the motor. No moisture damage on the electronics noted. The insulin pump passed functional testing including the operating currents measurement, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm during testing noted. The insulin pump had cracked case at the display window corners and minor scratched display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her blood glucose was in the 400 mg/dl range for the past three days due to a reservoir leak. The leak was past the 2nd o-ring. The patient's blood glucose at the time of incident was 450 mg/dl, which he had been attempting to treat via insulin pump bolus. Additionally, the insulin pump alarmed motor error. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump will be returned for analysis.